Manufacturer narrative:
Block a4: the patient weight is 88.8. Block h6: imdrf device code a0401 captures the reportable event of core wire broken. User facility reference number: (B)(4).

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a ureteroscopic procedure in the left kidney performed on (B)(6) 2023. During the procedure, the guidewire broke. The physician searched for all pieces but was unsure if any were left. There was no fragment found in the kidney, ureter, and bladder, but there was a moderate amount of blood and small clots in the bladder. The guidewire was so thin it may have been trapped in a clot and not visible on x-rays. The procedure was completed using the original amplatz super stiff device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.